Event description:
It was reported that a malfunction occurred on the pump. There was no reported adverse impact to the customer¿s blood glucose level. The customer contacted technical support, was assisted with resetting the pump, and was advised to continue using the pump and to call back if the malfunction recurred. The customer understood and acknowledged the instructions.